Event description:
It was reported that one day post-implant, the right atrial lead and right ventricular lead had high threshold and decreased sensing. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.